Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer' insulin pump screen was hard to read, that there was condensation beneath the screen, that its battery longevity was low, and that it alarmed no delivery excessively. Troubleshooting with the 24 hour helpline was declined by the customer. The customer's blood glucose value was unknown. No further information was provided.